Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed that the "the drape would not clip to the robot and the drape look to be bent and it was unpackaged this way." The accessory was found to have a bent tab from the outer labyrinth. Two of four tabs are bent. Although the drape was found to have a bent tab the drape was successfully installed at the in-house system and passed recognition and engagement. All four instrument-sterile adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180 degrees in both directions. The accessory is still fully functional.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the arm drape accessory would not clip to the robot. It wouldn't clip on and secure. The clips on the drape look to be bent and it was unpackaged this way. The procedure was completed with no reported injury.